Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using one visi pro balloon-expandable stent to treat a moderately calcified right proximal iliac artery. The device was removed from the packaging and prepped with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was felt when advancing the device and no excessive force was used. It was reported that the stent was successfully placed however during delivery, the stent came off the balloon prematurely. The physician was able to recapture the stent with the balloon and place and deploy the stent where initially intended without any adverse even to the patient. The physician stated that he felt it came off because he didn't predilate the lesion sufficiently. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.